Event description:
Major pump unit(s) involved: external control system failure.additional text: display to power module adapter cable.specific component(s) involved: external controller malfunction.additional text: display to power module adapter cable.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of other component.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.